Manufacturer narrative:
The bci hotline customer service technician discussed pre-analytical effects, sample preparation and the effects of variation in laboratory room temperature with the customer. A bci fse (field service engineer) was not dispatched to the site but instead performed troubleshooting with the customer over the phone. The possibility of erroneous results being generated due to excessive build up of protein, bacteria and sample additives in the ise flow cell were discussed. The fse advised the customer to use the twice-weekly flow cell maintenance procedure. The customer implemented the procedure and this measure resolved the problem. This is 1 of 20 medwatch reports associated with this event. This reportable event was identified during a retrospective review of complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This is 1 of 20 medwatch reports related to this event. All associated medwatch reports associated with this event are listed below: 2050012-2010-00032, 2050012-2011-03289, 2050012-2011-03270, 2050012-2011-03271, 2050012-2011-03272, 2050012-2011-03274, 2050012-2011-03275, 2050012-2011-03276, 2050012-2011-03277, 2050012-2011-03278, 2050012-2011-03279, 2050012-2011-03280, 2050012-2011-03281, 2050012-2011-03282, 2050012-2011-03283, 2050012-2011-03284, 2050012-2011-03285, 2050012-2011-03286, 2050012-2011-03287.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 600 synchron instrument and the results were reported out of the laboratory. A physician questioned the low na results and the lab contacted bci. Prior to the event, all calibrations of the ise (ion-selective electrode) system were successful and all qc (quality control) results were within the lab's established ranges. The ise system is routinely calibrated every 24 hours and the qc is run at that time. The lab used the automated weekly flow cell cleaning procedure. The customer provided the twenty erroneously low na patient results that were generated on (B)(6) 2010, along with the corrected results that were obtained after the twice-weekly cleaning procedure using 10% bleach was applied. No other specific patient or sample information was provided. The customer did not receive any report of any adverse event or patient injury requiring medical intervention or change to patient treatment associated with this event.